Event description:
The account alleges that the device will unintentionally move to reverse trendelenburg, when the hi/low is raised.

Manufacturer narrative:
The technician has ordered replacement components. As of this report, no information has been provided as to whether the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.